Event description:
It was reported that a patient underwent a "spondylolysthesis l3-l5 to posterior open procedure at levels l3-l4." During surgery the cage broke during the implantation.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # 9393008, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9393008, 510k # k094025 was cleared in the united states.